Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result, this event was identified as being reportable on (B)(6) 2025 and is being reported retroactively out of an abundance of caution.

Event description:
I was contacted by treating physician about a 30 yo patient who was treated yesterday for a 9-cm type 3-5 fibroid with tfa along with laparoscopic excision of an ovarian benign cystic teratoma (dermoid). There were about 5-6 ablations placed in the fibroid and the serosa was out of harm's way throughout. After the uncomplicated tfa procedure, the patient underwent laparoscopic dermoid cystectomy without spillage. While in the pacu, the patient noted significant lower abdominal pain and was admitted for pain control and evaluation. She also had urinary retention, with two post-void residuals of ~300 cc. She remains afebrile and without an elevated wbc. CT scan is pending, and an indwelling foley was placed. (B)(6): this is not consistent with thermal injury to the bladder (no hematuria, fever or leukocytosis). The size of the fibroid placed the uterine serosa beyond the u/s depth and beyond the reach of the largest ablation with the sonata system. While the urinary retention could be secondary to general anesthesia, it seems somewhat prolonged for that to have been the etiology, and the pain is out of proportion, per dr. (B)(6) description, for either tfa or a laparoscopic ovarian cystectomy, especially given that the dermoid was not ruptured. (B)(6) 2024: I heard from treating physician: "the CT was basically unremarkable with post ablation changes. She eventually went home with a foley and was admitted 2 days postop for pain. It seemed like she just had poor pain control from the procedure."